Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The letter states there is a concern with occlusion and alignment of teeth, the patient's bite is uneven and anterior teeth are twisted. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.